Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture and had a blank display. The customer was assisted with troubleshooting and the display did not return. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. The display did not return after insulin pump restart. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book image) after battery insertion due to severe corrosion on electronic board stack. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Unable to verify blank display due to critical pump error. Tested with a test p-cap and the test p-cap locked in place properly. Device received with pillowing keypad overlay, scratched or peeling keypad overlay texture, scratched display window cover, faded or stained or peeling serial number label, peeling or fading end cap address label, cracked case at belt clip rail corner and scratched case. Corrosion on force sensor assembly and moisture damage on motor assembly. Corroded battery tube.